Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a history of multiple pump thrombus. The event date is estimated.

Manufacturer narrative:
Related MFR numbers #2916596-2023-06513 and #2916596-2023-06514. Manufacturer's investigation conclusion: the patient¿s history of multiple pump thrombus occurrences could not be confirmed as no images were provided for review, and no product was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), outlines indications of pump thrombosis as well as how to respond to such events. This section, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.